Manufacturer narrative:
Age at time of event : (B)(6). Is for patient a. The age of patient b was not provided. All available patient information was included. No additional patient information was provided. Name and address; address 1: (B)(6). An in-house investigation confirmed that the drug mifepristone causes interference/cross-reactivity with the architect estradiol assay leading to falsely elevated estradiol results. A product correction letter was issued on 05feb2019 to all architect estradiol and alinity I estradiol customers who received one of the impacted lots. The product correction letter informs the customer that patients undergoing mifepristone therapy should not be tested with the architect estradiol or the alinity I estradiol assays for up to two weeks post their last dose. It also instructs the customer to review the letter with their medical director. The architect and alinity estradiol package inserts will be updated to include new information regarding interference/cross-reactivity between the architect and alinity estradiol assays and the drug mifepristone.

Event description:
The customer observed falsely elevated architect estradiol results for two patients. The following data was provided: patient a: (B)(6) female patient with ectopic pregnancy, (B)(6) 2020 initial result = 234 pg/ml, tested again after mifepristone treatment was >1000 pg/ml, repeat >1000 pg/ml, repeat at another hospital was 200 pg/ml. Patient b: pregnant female, (B)(6) 2020 initial result = 89 pg/ml, tested again after mifepristone treatment was >1000 pg/ml, repeat at another hospital with roche = 46 (units of measure not provided). No impact to patient management was reported.